Event description:
Customer states increased platelets clumps and clotted specimens. Tubes seem to be slow to fill. They suspect it could be tube vacuum related. They have seen this increase in clotted specimens and increased platelet clumps since they moved from bd to greiner. The site has not documented formally the occurrences. When asked if this occurs when a particular device is used, the customer advised all collection devices seem to be similar. The tubes are properly filled to the fill mark +/- 10%. They are compliant with inverting the tubes 5-10 times once removed from the holder after collection. No photos available due to hospital policy related to photography in the facility.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples from the customer were only recently received for evaluation. As soon as the investigation of the event is completed a supplemental report will be filed.

Manufacturer narrative:
Received 1 rack 454209/b220233f for evaluation. No photos were provided. We have no further complaints for the material /batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed in the tested samples. The alleged event cannot be confirmed.